Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5087233 that a patient with unknown age, sex, and race underwent unspecified breast augmentation with an unknown size unknown saline implant on one side and with 420cc mentor smooth round high profile on the other side and was presented with autoimmune like symptoms (sciatica, joint pain, joint swelling, inflammation of the breasts, food intolerance, digestive distress, bowel distress, crohn's disease, inflammatory arthritis of spine, inflammatory arthritis of joints). As a result, the devices will be explanted on (B)(6) 2020. This report is for patient's side with known saline implant.